Event description:
Pt alleges receiving breast implants in 1977. Pt also alleges she has suffered for almost 20 years, she is extremely limited, her health worsens day by day and she is inflicted with emotional distress.